Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient/reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 8am. The patient indicated she manages her diabetes with a set dose of lantus insulin (20 units before bed) and novolog insulin (3 units after each meal) and is also on a sliding scale (insulin type unclear). According to the csr's documentation, the patient denied taking any action in response to the alleged power issue. It is not known if the patient made any changes to her activity level, regimen, or diet after the alleged began and it is also not known if the patient continued to monitor her blood glucose with another device. Nineteen hours later, the patient reportedly went into seizure and coma. The patient allegedly obtained a blood glucose result of "28 mg/dl" with the emergency medical service's meter (at approximately 3am on (B)(6) 2010) and was administered IV fluids and a glucose gel by the health care professional (hcp) soon after. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The patient denied trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hypoglycemia by an hcp after the alleged meter issue began.

Event description:
On june 2, 2010, the customer reported an intermate was leaking. The device was received with solution in the packaging, and the labels were difficult to read. The unit was pre-filled by civa with pamidronate; civa admixture code is px0242, lot# is either10e13cc0005 or 1029cc0001 or 10e06cc0002. The problem was noted prior to product use, and there was no patient injury or medical intervention. Sample is available for evaluation.

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed upon receipt and completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
The sample was not returned for evaluation, therefore the reported condition could not be confirmed or duplicated, and the assignable cause could not be determined. A batch review has been conducted which revealed that the product met all acceptance criteria for release. (B)(4).